Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The insulin pump alarmed button error. Customer unable to clear the alarm. The numbers are ramping up on their own. The blood glucose reading is 132 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All buttons function properly. No button error alarm noted during testing. No ramping numbers or scrolling bar moving anomaly noted. Moisture damage was found on keypad traces. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.